Manufacturer narrative:
The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported let side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported let side capsular contracture, baker grade IV. Device has been explanted.